Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was observed to have a broken cable and static motion when the surgeon attempted to move it left and right with the tip of the instrument through hand controls. The customer noted that there had been no collisions or anything abnormal noted surgical procedure. The customer used a backup instrument to continue the surgical procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.